Event description:
Caller states that the seat seam of the wheelchair split. As a result of the split, the pt fell forward and had multiple bruises to both legs. Pt passed away due to an unrelated event.